Manufacturer narrative:
The MFR is attempting to acquire the explanted device and obtain add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Info was provided to the MFR through their device tracking system indicating that pump exchange took place on (B)(6) 2013.